Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that a re-operation(valve-in-valve procedure) was performed after an implant duration of approximately 5 years and 9 months. Unfortunately, the reason for the re-operation has not been provided. No other details reported. There have not been any allegations of a product malfunction or quality deficiency.

Manufacturer narrative:
Device not explanted. The subject device was not explanted, therefore, the subject device cannot be assessed or evaluated for any deficiency. The device history record (DHR) review is still in progress. A request for add'l information (including copy of the operative report and/or discharge summary) has already been requested to the health-care provider. A supplemental report will be submitted once a new information related to the event is received. No further actions are possible with the available information.